Event description:
It was initially reported to boston scientific corporation that a flexima biliary stent device was used during a biliary drainage procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when it was attempted to deploy the stent, the suture could no be disconnected, and the stent could not be released. The procedure was completed with another flexima biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; guide catheter broken.

Manufacturer narrative:
(B)(4) - the investigation findings of catheter break. A visual examination of the returned device found the stent attached to the push catheter, with the suture intact. The distal end of the guide catheter can be seen inside the stent, but the proximal end and hub were not returned. The guide catheter assembly was found stretched and broken. A functional evaluation for stent deployment could not be performed as the overall device integrity was not intact. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance.